Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device and receiver showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Cloud/share data was available and reviewed, however transmitter error was not found in the data. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.